Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the secondary display on this central nurse station (cns) was blank at bottom of the screen, but the alarm indicator was working. Technical support (ts) informed the customer that this unit was end of life/service (eol/eos) and options for support were limited. Troubleshooting with ts identified that the power supply was the failure point and advised replacing it or upgrading to new cns with new displays. Ts informed biomed that nk no longer sells the power supply for this display. No patient harm was reported. Investigation summary: nk tech support assisted the customer with basic verification of power connections. When the power supply from a known-working display was connected, the non-functional secondary display powered on and operated normally. Electrical testing confirmed ac power was present at the outlet, isolating the failure to the secondary display power supply. The root cause was determined to be a failed power supply associated with an end-of-life/end-of-support component. Replacement through the manufacturer was not available, and the customer was advised to seek a third-party replacement or consider upgrading to a newer system. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information was made, but not provided: d10 attempt # 1: 10/08/2025 emailed the bme for the information in the ni list above: the bme replied "unknown." Additional information: b4 date of this report.. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the secondary display on this central nurse station (cns) was blank at bottom of the screen, but the alarm indicator was working. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the secondary display on this central nurse station (cns) was blank at bottom of the screen, but the alarm indicator was working. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the secondary display on this central nurse station (cns) was blank at bottom of the screen, but the alarm indicator was working. Technical support (ts) informed the customer that this unit was end of life/service (eol/eos) and options for support were limited. Troubleshooting with ts identified that the power supply was the failure point and advised replacing it or upgrading to new cns with new displays. Ts informed biomed that nk no longer sells the power supply for this display. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information was made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the bme for the information in the ni list above: the bme replied "unknown."